Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4) , implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex regional pain syndrome type ii and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient had stimulation in unwanted areas (groin and stomach) in addition to the area she did want coverage for. The rep reported that impedance check results within normal limits. The rep viewed imaging from time of implant to confirm placement. The rep attempted reprogramming with many different options tried with similar results of having the areas of unwanted stimulation. The rep reported that x-rays were ordered of lumbar and thoracic spine to confirm current placement. The issue wasn't resolved. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the cause of the stimulation being in unwanted areas was not determined. The rep noted that the x-rays had not yet been complete, no other interventions were done and the issue was not yet resolved. No further complications were reported. Additional information was received from a manufacturer representative (rep). The rep said they had attempted to get in touch with the patient but they had not gotten an answer as to whether the patient had x-rays done yet. No further complications were reported. Information was received from a patient implanted for complex regional pain syndrome type ii and spinal pain. The patient reported that their ins was replaced with an MRI compatible one. They clarified that there was a lot going on and their device/therapy wasn't working that great anymore and hadn¿t been for the last few years. The patient inquired on what to do with their external equipment. No further complications were reported or anticipated.